Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Surgery history: expor ovary * essure confirmation test done. Concurrent conditions included gravida I, parity 1, hypertension and chronic renal failure. Concomitant products included atenolol;chlortalidone (tenoretic), drospirenone;ethinylestradiol betadex clathrate (yaz), ethinylestradiol;levonorgestrel (ovral-lo) and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced migraine ("migraine headache"). In april 2010, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In may 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In 2010, the patient experienced alopecia ("hair loss") and rash ("skin rashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), arthralgia ("achy joints"), back pain ("lower back pain") and headache ("migraines/headaches"). The patient was treated with ibuprofen and surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, feeling abnormal, alopecia, rash, arthralgia, back pain, vaginal haemorrhage, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr was received- lot number, new reporter information, onset date, medical history, treatment drug, concomitant drug were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Surgery history: expor ovary * essure confirmation test done. Concurrent conditions included gravida I, parity 1, hypertension and chronic renal failure. Concomitant products included atenolol;chlortalidone (tenoretic), drospirenone;ethinylestradiol betadex clathrate (yaz), ethinylestradiol;levonorgestrel (ovral-lo) and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine headache"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"). In 2010, the patient experienced alopecia ("hair loss") and rash ("skin rashes/rash"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), arthralgia ("achy joints"), back pain ("lower back pain") and headache ("migraines/headaches"). The patient was treated with ibuprofen and surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, migraine, feeling abnormal, alopecia, rash, arthralgia, back pain, vaginal haemorrhage, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Lot number: 627283, manufacture date:2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. New event general abnormal bleeding was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Surgery history: expor ovary * essure confirmation test done. Concurrent conditions included gravida I, parity 1, hypertension and chronic renal failure. Concomitant products included atenolol;chlortalidone (tenoretic), drospirenone;ethinylestradiol betadex clathrate (yaz), ethinylestradiol;levonorgestrel (ovral-lo) and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced migraine ("migraine headache"). In april 2010, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In may 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In 2010, the patient experienced alopecia ("hair loss") and rash ("skin rashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), arthralgia ("achy joints"), back pain ("lower back pain") and headache ("migraines/headaches"). The patient was treated with ibuprofen and surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, feeling abnormal, alopecia, rash, arthralgia, back pain, vaginal haemorrhage, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Lot number: 627283 manufacture date:2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2019: quality-safety evaluation of product technical complaint. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headache"), feeling abnormal ("brain fog"), alopecia ("hair loss"), rash ("skin rashes"), arthralgia ("achy joints"), back pain ("lower back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines/headaches"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, feeling abnormal, alopecia, rash, arthralgia, back pain, vaginal haemorrhage, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results: essure confirmation test done. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events menorrhagia & headache are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headache"), feeling abnormal ("brain fog"), alopecia ("hair loss"), rash ("skin rashes"), arthralgia ("achy joints"), back pain ("lower back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, feeling abnormal, alopecia, rash, arthralgia, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.